Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: a review of the pump¿s black box and alarm history showed a cs 064 call service alarm. During testing, the pump completed the ez-prime steps correctly with alarms or warnings occurring. The pump performed within required specifications. The cs 064 complaint was not duplicated during investigation. The pump¿s cover was removed, and pump no intermittent condition was found to the motor flex connector or other internal components.